Event description:
It was reported that the patient experienced concern about insulin delivery when glucose was below 100 and described a low event in which the ilet delivered insulin at a continuous glucose monitor value of 84 followed by a decrease to 68; education was provided on cgm glucose target settings and their impact on insulin delivery. Symptoms included hypoglycemia with a lowest reported glucose of 68 and need for oral carbohydrate treatment. Outcomes included resolution of the low after ingestion of oral glucose and completion of troubleshooting and education. Investigation included review of therapy settings and discussion of overall glucose management. Investigation of this case revealed that no cgm glucose target had been set, which could influence automated insulin delivery decisions leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.